Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
As reported: "hpra has received a medical devices adverse incident user. The report outlines the patient had 4 x screws inserted in his foot on (B)(6) 2021. An x ray in (B)(6) 2024 shows at least 1 x screw has broken."

Manufacturer narrative:
Correction: the event involves a device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.

Event description:
As reported: "hpra has received a medical devices adverse incident user. The report outlines the patient had 4 x screws inserted in his foot on (B)(6) 2021. An x ray in (B)(6) 2024 shows at least 1 x screw has broken."